Event description:
Customer reported that he felt his blood glucose was low but the sensor was reading 160 mg/dl. Customer stated he had some juice and tested and blood glucose was 63 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.